Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device has a broken output connector. The device was returned for repair and preventive maintenance. No patient complications were reported as a result of this event.